Event description:
Related manufacturer reference number: 2017865-2023-16840. It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that the rv lead could not be located at the target area. When physician explanted the lead it was found that the helix was damaged. Physician removed damaged lead and proceeded to implant another rv lead. While implanting the second lead, there was alleged mechanical problem and helix failed to retract. After multiple failed attempts, the both rv leads were removed and replaced without further incident in the same procedure. The patient was in stable condition.